Event description:
The customer contact reported that during testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomed dept for an unspecified reason. No info was provided; therefore, specific patient info, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was not identified by serial number. The device was repaired at the user facility and was returned to clinical service. If the device is identified and received, a f/u report will be submitted. As indicated, the device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.